Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent recorded power cable disconnects while connected to the battery. This logfile contains a power loss when power is replaced. This hospital considered the battery causing this alarm, and the battery was replaced. However, after replacing the battery, the power cable disconnect recurred without power change. They suspect that the battery clip is causing the alarm. During the analysis of the log file we observed a pump stop while the patient was changing power sources (batteries to power module). This was caused by both leads being disconnected leaving no power to the epc controller. Patient was connected back to batteries and the pump started back up. The patient status was fine. No further or additional information was provided.

Manufacturer narrative:
The lvad that was in use when this event occurred is reported under MFR report # 2916596-2020-00478 section g3: correction manufacturer's investigation conclusion: the reported event of multiple power cable disconnect alarms and complete loss of power was confirmed based on the information recorded in the provided log file. The data log file contained events recorded from the time stamp of day 861, 0 hours and 27 minutes to day 867, 18 hours and 56 minutes where multiple power cable disconnect and low voltage advisory alarms were recorded. The data captured on day 867, 18 hours and 56 minutes revealed a power cable disconnect alarm followed by a complete loss of power. The next recorded entry, after the power was restored, revealed that the system resumed proper operation at the desired set speed and the clock was reset to 0 days, 0 hours and 0 minutes. The remaining data captured in the log file (0 days, 3 hours and 53 minutes) also revealed power cable disconnect alarms. The system controller was not returned for evaluation. Per the additional information, the batteries were suspected for the multiple power cable disconnect alarms captured in the log file. The patient handbook heart mate ii provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The patient handbook also contains an emergency response checklist. No further information was provided. The manufacturer is closing the file on this event.